Event description:
During quality review process, unomedical has captured this incident and deemed it reportable. Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the extension which fixes the needle had disconnected itself. Therefore, it occurred a leakage of the treatment liquid. Upon visual inspection performed on the returned used device (one tubing), it was found that the tubing was detached from the tubing connector (missing glue). No further information available.